Manufacturer narrative:
(B)(4). The noted entanglement between the rx acculink stent delivery system (sds) and the emboshield nav6 embolic protection device (epd) was reportedly due to the filtration element moving while the rx acculink was being placed. Potential causes for the movement of the filtration element include, but are not limited to, patient anatomy, insufficient accessory support, inadvertent manipulation of the filter delivery wire, high pressure injections of contrast, and interaction with another device. It was noted that the filter did not move during pre-dilatation, suggesting it was secure in its position. It is possible that inadvertent manipulation of the filter delivery wire during removal of the balloon dilatation catheter and/or advancement of the rx acculink sds contributed to the filter migration. However, in this case, there is no indication of a specific cause for the migration. It is likely that the filtration element moved into the lesion and therefore during the attempt to place the rx acculink into the location of the lesion, the devices came into contact and became entangled. There is no indication that any product quality deficiency on the part of the either the rx acculink sds or the emboshield nav6 epd led to this entanglement. Syncope can be due to many patient factors including hydration status, or the carotid stenting procedure in general as these procedures have the potential to stimulate the carotid baroreceptors, which may lead to several patient effects including bradycardia, hypotension, and syncope. Whether or not this interaction occurred due to prolonged operational time in this procedure cannot be determined. No conclusive determination can be made as to the cause of the reported syncope or the relationship to the device, if any. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for filter migration during use for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.0 x 20 voyager. Guide wire: barewire. Stent: rx acculink. Sheath: unspecified 90 cm. The rx acculink and emboshield nav6 are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during an interventional procedure in the scarred internal carotid artery, after deploying the emboshield nav6 filter and upon retracting the delivery catheter and barewire guide wire together from the anatomy, the open filter was found on the delivery system. Another nav6 filter was deployed and predilatation was performed with the voyager balloon. The rx acculink stent delivery system (sds) was advanced towards the lesion, but could not be positioned correctly as the distal part of the sds and proximal part of the filter became entangled. There was no attempt to untangle the two devices and they were removed as one unit through the sheath. The barewire guide wire remained in place and the procedure was continued with no embolic protection device. As the rx acculink stent was reinserted and advanced, it would not cross the lesion and the 90 cm sheath slipped proximal of the intended position. When the sheath was brought into the correct position, the patient experienced syncope. The procedure was stopped and all devices were removed from the anatomy. The patient was treated with oxygen and infusion. It was confirmed that the patient did not have a stroke. Further treatment of the lesion will be addressed at a later date. There was no adverse patient sequela. Though requested, no additional information was provided.